Event description:
It was reported that during a hepatic tumor embolization, a coil protrusion and incomplete coiling occurred. The target vessel was located in the left hepatic portion. A 7mm x 40mm 2d helical - 35 injectable coil was selected and advanced to treat the target vessel. The coil was noted to be in good condition prior to use. During procedure, several coils had been deployed successfully prior to device deployment. After the subject coil was implanted into the intended location, it was then noted that the coil did not coil completely and a portion of it protruded out of the target vessel. Procedure was completed with this device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).